Event description:
It was reported that the cartridge was damaged at the fill rod. Customer's blood glucose was 600 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.